Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and inspected all tip and plunger clamps. The fe tested the ejection pins. The fe cleaned all tip and plunger clamps. The fe tested lld with splld test. The fe tested the summit with oas user software test. All tests passed. Repairs have returned this instrument to expected operation.